Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Event description:
Covidien received information stating that a ventilator touch screen was slow to respond. This event occurred during patient use. The patient was removed from the ventilator and placed on a second ventilator. The is no report of serious injury or death associated with this event.